Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015ls unit serial # (B)(4). Customer called in for help on error code 600-6835 on 8015ls unit which is a wiseless configuration issue, on the unit is corrupt or swipe off unit. To resolve network issue customer has to connect the unit to the asm software transfer the network configuration back onto unit back onto unit case close complete (B)(4). Customer called in for help on error code 600-6835 on 8015ls unit which is a network issue the network on the unit is lose needs to transfer network config back onto unit try to walk customer through the steps but his usb adapter is not connect he needs to install the drivers for the adapter but does not have admin. Rights on pc. Customer will contact his it dept. For help install drivers on pc for adapter and us call back for further assist on resolve the network error on unit.